Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 500 mg/dl. Customer treated their high blood glucose levels via insulin pump and manual injection. Customer went to the emergency room on (B)(6) 2018. Customer received insulin drip while at the hospital. The insulin pump was not returned for analysis. The product was not returned for analysis.